Manufacturer narrative:
Investigation date: 07/14/2016. An investigation of kangaroo epump was performed for the reported condition of, ¿the customer reported that the unit failed to alarm for occlusion. The customer states that the unit displayed the volume of feed increasing (on the screen), but the level of formula inside the feeding bag remained the same (it was not decreasing). There was no patient harm or intervention.¿ the unit was triaged and the reported condition could not be confirmed; there was no alarm function failure. Kangaroo epump was manufactured in 2006. A review of the device history record shows this device was released meeting all manufacturing specifications. Correction: (B)(4).

Manufacturer narrative:
An investigation is currently underway. Upon completion, a full investigation will be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with a covidien enteral feeding pump. The customer reported that the unit failed to alarm for occlusion. The customer states that the unit displayed the volume of feed increasing (on the screen), but the level of formula inside the feeding bag remained the same (it was not decreasing). There was no patient harm or intervention.